Manufacturer narrative:
E1: patient city: amasya. Patient country: turkey. Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026. It was stated that the infusion set leaking at the site which leads to high blood glucose and was treated by infusion set change and insulin delivery from the pump.